Event description:
It was reported that a spectrum pump alarmed door not fully latched. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom door not fully latched alarm, determined to be caused by door hooks that were out of adjustment. The eval found that the force required to secure the door was above expected levels, resulting in door not fully latched alarms. The failed door hooks were replaced.